Manufacturer narrative:
G4: 02jun2020. B4: 03jun2020. Numerous attempts were made to obtain additional information on the event and for repair/service of the device that have been unsuccessful. A supplemental report will be submitted if new information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 06apr2020.

Event description:
The customer reported the backup battery and the external battery are not functioning. It is unknown if the device had patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 19aug2020. B4: 20aug2020. Additional information received that there was no patient involvement at the time the issue was discovered. The field service engineer (fse) confirmed at times; the unit did not power up. The battery date is 2011. Fse indicated the battery needs to be replaced and indicated the bus voltage was moving between 29 volts and 19 volts, and replay on the power supply was clicking. The fse replaced the power supply to solve the relay clicking noise and installed a backup battery provided by the customer. The customer wanted the external battery disconnect and installed a new power cord and ac cord clamp on the unit. The unit passed the extended self-test (est) and the performance verification test (pvt) successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.